Event description:
It was reported that during patient treatment, the delivered respiratory rate differed from the set value. There was no patient harm. Manufacturer's ref.: (B)(4).

Manufacturer narrative:
The ventilator was not investigated by our field service engineer since the user facility performs repair and service by themselves and did not request any service. The biomed tested the ventilator and could not duplicate the reported issue. No ventilator logs were provided. Since the ventilator passed functional tests and no logs or parts were returned for investigation, the root cause of the reported event has not been determined.

Event description:
Manufacturer's ref # : 221417.